Event description:
It was reported that a patient underwent a two-level acdf and partial corpectomy at c4/5-c5/6 to treat cervical spondylotic myelopathy with stenosis. It was reported that the patient had multiple bone spurs and compression at level c4-c6 as well. The procedure was completed successfully and the patient's neuropathy remained intact however, it was reported that the patient had complaints of "intermittent tingling in feet" approximately two and a half weeks post-operatively. According to the report, an MRI was ordered for neck and thoracic spine which showed bone spurs were absent at treated levels, no evidence of neurological deficit was seen and the positioning of the products at c4/5-c5/6 was optimal. No issues could be found with the products or the spine. No further patient complications were reported.

Manufacturer narrative:
Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.